Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedances of one lead. As a result, surgical intervention was undertaken to address the issue. It is unknown which lead had the impedances.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. During processing of this complaint, attempts were made to obtain complete patient and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.